Event description:
The user facility reported the reliance synergy washer was leaking water. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the top of the high safety valve level switch had become loose. When the washer was processing at high pressure, it would trigger the high safety level switch and at that time, the drain valve was opened, fully causing the water to overflow from the floor drain. The technician adjusted the safety level switch and returned the equipment to service with no further issues. The unit is not under steris service contract and is currently maintained and serviced by user facility biomedical personnel. The operator manual states (pp 4-18) 5.2 - "verify proper operation of water safety level switch. Verify drain valve opens when set water level is reached. Adjust if necessary (2x/year.)." Steris will advise the user facility of performing scheduled maintenance on their equipment. .